Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. (B)(4).

Event description:
It was reported that prior to a total abdominal hysterectomy, the hand activation buttons did not work. The customer decided to use sutures to complete the case with no pt consequence.